Manufacturer narrative:
(B)(4). A device history review was carried out on the final packaging lot number zjjbc6 and its three associated velocity port sub assemblies of zjjbcr, zjjbct & zjjbcv. No non conformance has been recorded on file.

Event description:
See attached user facility medwatch form, # (B)(4).